Manufacturer narrative:
The device was not returned for evaluation. Without evaluating the device, we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose (bg) levels reached 23.5 mmol/l (423 mg/dl) while wearing the pod for over 48 hours on the hip/buttocks. Additionally, it was reported that traces of ketones were found in the amount of 0.5 mmol/l (9 mg/dl). No carbohydrates were consumed prior to the elevated bg reading. When the pod was removed from the site, it was noted that the cannula appeared bent. As treatment, a new pod was applied and a correction bolus was delivered through the device.